Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: four devices were received for evaluation in a ziploc bag without its primary packaging and with solution inside the bag. Visual inspection was performed and particle was observed inside the fluid path of the bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia container had particulate matter (pm) inside the solution/fluid path. This issue was observed after adding another medication (blinatumomab) or after reconstitution (vials). This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.